Event description:
It was further reported that during the index procedure, an event of hypertension occurred. The patient was treated with medication and the event was considered resolved without residual effects.

Manufacturer narrative:
(B) (6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (4). Same case as : 2134265-2010-02454. It was reported that during a carotid procedure, the patient experienced mild dysphasia. The 99% stenosed target lesion located in the left proximal internal carotid was 12.0mm long with a reference vessel diameter of 8.0mm. During the index, the lesion was treated with a filterwire ez and a placement of a carotid wallstent. Post-dilation was performed. Residual stenosis was 10%. The same day, the patient developed mild dysphasia. No action was taken and the event was resolved without residual effects. The patient was discharged 1 day later.

Manufacturer narrative:
(B)(4)